Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint of intermittent operation could not be confirmed. The battery casing was tested and the complaint wasn't duplicated. Date of event corrected from (B)(6) 2013. Placeholder.

Event description:
It was reported that during an orif of the humerus procedure, the casing for 14.4v battery stopped working whenever the surgeon raised or lowered it. Two additional devices were also used during this procedure producing the same results. The procedure was delayed approximately 10 minutes while the surgeon switched to another drill and batteries. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).